Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013 (9am), (B)(6) 2013 (11am); inratio: 2.2, 2.2; lab: 4.2, 4.2. No therapeutic range provided. Patient did not use first drop of blood and took longer than 15 seconds to apply sample. Each lab to inratio comparison taken within 5 minutes. Patient self tester called back and reported running a correlation using the new strips and receiving results similar to the lab.